Manufacturer narrative:
(B)(4). This report is for a use error - reuse of single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) re-used single use supplies on the homechoice device, during fill three of four. The hp was connected at the time of the event. While troubleshooting a warming solution alarm, the technical service representative (tsr) found that the hp had connected the extraneal bag to the supply line instead of the final line, and the extraneal bag was empty. The hp stated he then switched the supply and extraneal bags back. The tsr reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.